Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had developed an irritation under the lifevest on her back. The irritation was described as being red and itchy. The patient's physician recommended a cream for the irritation. The patient was also given new garments. Follow-up indicated that the rash was improving.